Event description:
This lead was explanted and replaced during a system upgrade due to high threshold. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 8.5 cm distal to the is1 connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. In between an approximately 14 cm long fragment was missing. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.